Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed the standard bolus screen without the patient navigating to it, then the display went dark and the patient could no longer operate the device. The patient changed the device's accessories and then the device functioned properly. The following day the device again displayed the standard bolus screen and began beeping continuously. The patient changed the battery and the device then displayed e8 (power interrupt). At that time none of the buttons on the device were functional. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The up button is permanent active due to an external mechanic damage. As result of the defective button the pump correctly triggered an unclearable e8 error message. As further result of the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.